Event description:
Event description cpi received information that during routine follow up, this implantable cardioverter defibrillator (ICD) exhibited fault codes 14 and 34. Damage to the lead body was noted during device explantation and it was subsequently removed as well.